Manufacturer narrative:
Correction to h6 due to device evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: residual fluid noted on balloon. The residual fluid was aspirated with a syringe and the fluid obtained was slightly orange. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for particulate was confirmed based on the evaluation of the returned device. A review of the device history report, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies during evaluation of the returned device, a clear orange liquid was observed inside flush tube. Ftir analysis performed on the isolated liquid during product evaluation and revealed a 52.05% match from ftir analysis which is considered quite low, indicating that the spectral data obtained from the sample does not closely align with known reference spectra. This low percentage suggests significant discrepancies between the sample and potential known substances, making it difficult to draw definitive conclusions about the particulate's composition. Consequently, the results remain inconclusive. Additionally, a review of the components of the delivery system and manufacturing shows that none of the components used are neither red nor orange in color. It is possible that the red liquid may have been introduced during device handling and preparation. As such, a definitive root cause was not able to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during preparation for a tavr procedure with a 26mm sapien 3 ultra valve, the 26mm commander delivery system was noted to have a small amount of red liquid came back up into the syringe and diluted with the rest of the contrast which became a little orange when de-airing the balloon catheter with the luer lock syringe. It was decided to discard the delivery system and replace it with a new one. Per report, the luer lock syringe, the 3-way stopcock and the diluted contrast were completely sterile and intact at the start of the preparation and all the first steps were carried out correctly.